Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that the patient was admitted to the hospital with kidney failure and sepsis. The hcp wanted to have the pump slowed because the patient had an altered mental status. The hcp believed the patient was having the symptoms of altered mental status due to the sepsis and kidney failure but wanted to rule the pump out. The hcp did not believe the pump was causing the symptoms of an overdose but wanted to decrease the pump rate to be sure the pump was not causing the symptoms. The were no environmental, external, or patient factors that may have led or contributed to the issue. The pump was turned down 25 percent. The issue was not resolved at the time of the report. Additional information was received from the hcp via the company representative who reported that as of 06-apr-2022 the hcp had not received an update from the patient or the hospital and there was currently no other information about the patient¿s status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.